Event description:
A surgeon reported that there was poor aspiration while removing the cortex. This caused the surgery to take longer than usual and failed to completely remove the cortex. The pt developed uveitis. Additional info has been requested.

Manufacturer narrative:
A sample is expected to return to the MFR, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).